Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius fracture procedure when the surgeon was inserting and attempting to tighten a 2.4mm locking screw into the distal portion of the plate, the screw spun. The screw did not lock as it is supposed to. The surgeon decided not to use the screw and left the screw hole empty. Surgeon stated this incident caused an approximate 10 minute surgical delay. There was no reported harm to the patient. Patient status was reported as "fine" and procedure was completed successfully. This report is 1 of 2 for (B)(4).